Event description:
It was reported that via remote transmission an alert for back-up vvi was received. A device download was successfully performed to restore the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.